Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the surgeon fired on the tissue with concern because of the thickness of tissue. The endo gia was fired not-smoothly. He checked out thoroughly at the staple line. Staples at the distal end did not form properly. He removed the malformed staples. Then, fired again at more inner part without further incident. Blood loss was reported as "a little bit". There was unanticipated tissue loss as a result of this problem.